Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that the managing healthcare provider contacted the company representative as the patient was in the ER (emergency room). The representative called the ER doctor and gave the drug, concentration and dose for the patient. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was they confirmed pre and post programming after the pump replacement matched. It was unknown what actions and interventions were taken to resolve the issue and if the issue was resolved. It was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported. Additional information received reported that it was unknown if it was a device issue, surgery complication or something else for the patient being in the ER (emergency room). The symptoms the patient had was the patient was confused. The cause of the issue was unknown. The actions and interventions taken to resolve the issue was the patient was in the hospital and stable. No further complications were reported re garding the event.